Event description:
It was reported that after a diagnostic shoulder arthroscopy procedure using the quantum 2 system along with a super turbovac 90 ifs, the patient sustained burns in the axilla region. The surgeon alleged that the burn possibly resulted from cabling on the quantum 2 unit. The burn area was immediately treated with silvadene cream. No further information was provided as to the severity of the burn, additional post operative treatment received, or any additional details regarding the event.